Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst at 10 atmospheres after multiple inflations for 1 minute. The device was removed and used a new device to complete the procedure. There were no patient complications as a result of this event, and the patient's current condition is stable.